Event description:
It was reported that during a system upgrade, the physician attempted to manually remove the right ventricular (rv) pacing lead. The lead dislodged from the rv apex into the rv. The lead was capped as unusable and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.